Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found that the battery alarm was due to the 6 month battery maintenance test. To address the issue the stm performed a pm, a full calibration, and tested the unit. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, an error code on battery occurred on a cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.